Event description:
Reported two blood glucose comaprisons. First comparison is a meter to lab and obtained results of "6.1 mmol/l" with a lifescan meter and "9.0mmo/l" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Second comparison is a meter to meter and the pt obtained results of "4.8 mmol/l and 33.0 mmol/l" with a lifescan meter, performed betweeen 11-20 minutes of each other. The meter and test strips were replaced.